Event description:
It was reported that customer was admitted as an inpatient to a hospital for low blood glucose. Troubleshooting was performed and pump programming and function appeared to be normal.

Manufacturer narrative:
Currently it is unk whether or not te device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore thhis report complete to the best of our knowledge.